Manufacturer narrative:
The involved cycler was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. There was no indication of a device malfunction from the available information. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns that treatment should only be performed by a trained and qualified person who must respond promptly to harmful conditions during treatment. (B)(4).

Event description:
A report was received on (B)(6) 2022 from the home therapy nurse (htn) of a (B)(6) female with a medical history including end stage renal disease, who stated the patient experienced an adverse event (nos) toward the end of a home hemodialysis treatment on (B)(6) 2022. Per the htn, the caregiver placed the patient on the floor and began cardiopulmonary resuscitation (CPR). CPR was unsuccessful and the patient expired at an unspecified time on (B)(6) 2022. Although requested the home therapy manager stated she was unable to release any additional information.

Manufacturer narrative:
The involved cycler was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. There was no indication of a device malfunction from the available information. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns that treatment should only be performed by a trained and qualified person who must respond promptly to harmful conditions during treatment. (B)(4).

Event description:
A report was received on (B)(6) 2022 from the home therapy nurse (htn) of a (B)(6) female with a medical history including end stage renal disease, who stated the patient experienced an adverse event (nos) toward the end of a home hemodialysis treatment on (B)(6) 2022. Per the htn, the caregiver placed the patient on the floor and began cardiopulmonary resuscitation (CPR). CPR was unsuccessful and the patient expired at an unspecified time on (B)(6) 2022. Although requested the home therapy manager stated she was unable to release any additional information.